Event description:
The customer reported to beckman coulter hotline support that their unicel dxc 800 pro instrument was leaking fluid onto sample tube caps and stated it appeared to be wash solution. The leak was contained to the instrument and, in addition, no erroneous patient results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed wash solution was leaking onto the sample tube caps in the cap piercer. The fse attributed the cause to a split in the shuttle seal assembly; the shuttle assembly was replaced. Upon recur, a wash solution leak from the cap piercer onto sample tube caps can impact any or all chemistries, including critical chemistries. The manufacturer reference number for this event is (B)(4).